Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found a hole in the tubing through pinch valve pv27. Pinch valve pv27 controls the delivery of erythrolyse ii from reagent pumps pm6 and pm7 to the differential mixing chamber. The fse replaced the tubing and the instrument ran without any leaks and with all controls within specifications. The cause of the leak was a hole in the tubing through pinch valve pv27. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 500 hematology analyzer. The instrument was failing differentials on controls when the leak was noticed. The volume of the leak was a few drops and was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eye protection and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.